Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7121300.

Event description:
It was reported that this spinal cord stimulation (scs) system was replaced due to inadequate stimulation. The patient is doing very well post operatively, great coverage obtained. Explanted device will not return due to facility policy and electrocautery was not used during the procedure.